Event description:
The patient performed a meter-to-meter comparison and she obtained two results, 364 and 221 mg/dl, within 10 minutes. No symptoms were reported at the time of testing. This comparison exceeds the 20% specifications. She visited her physician due to the "fluctuations" and the physician ordered lab work including an hba1c (3-month blood glucose average). No other treatment was reported. No injury or harm was alleged. The patient's test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot. A replacement meter has been sent.